Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) is "messed up." The patient stated the ICD was "hooked up to their electric body making them see digital images out of their eyes." They also reported that "when they get angry it squeezes on the right side of their brain and they hear frequency in their ears and feel it in their sinuses." Follow-up was conducted and the patient had not been seen by a physician since the date of the event. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.